Event description:
Reference number: (B)(4). Event occured in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2026. The leakage was at the quick release. The infusion set was in use for three days. No further information is available.